Manufacturer narrative:
Two samples were received for evaluation. The samples visual inspection shows no damage or other defects that were detected on the samples related to manufacturing process. The complaint was confirmed; however, the root cause is unknown. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the patient noticed during IV infusion, the last 10in to 15in of the cadd tubing closest to port site became discolored and turned a grayish black color. No adverse patient effects were reported by the customer.

Manufacturer narrative:
UDI, expiration date and h4: manufacturing date are unknown, no product information has been provided to date a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.